Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4)- device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005 and mesh was implanted. The patient reported pain in the groin, hip, buttock and back on the right side. No further information is available.